Event description:
It was reported that the patient presented to the facility for an upgrade to a bi-ventricular device due to noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 13.0 cm to 13.3 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device. This likely contributed to the reported noise.